Manufacturer narrative:
Reported event was confirmed by review of photographs. Examination of the pictures determined that the post/spine of the articular surface was fractured. As per the package insert, fracture of the implant is a known potential adverse effect of the tka procedure. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to fractured articular surface approximately seven years post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable. Review of the provided x-rays found round radiolucency underlying the anterior medial tibial tray, which is consistent with osteolysis and may be due to particle disease or infection. Thin linear radiolucencies at tibial metal-bone interfaces may be digital rebound artifacts and are not specific for loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen femoral, unknown nexgen tibial. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to fractured articular surface approximately seven years post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.